Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Concomitant products: lassonav catheter, carto 3 system, smartablate generator, smartablate pump. (B)(4).

Event description:
It was reported that a male patient in his 30s underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a pulmonary vein stenosis requiring pulmonary vein stenting. Post-procedure, during a follow-up computed tomography (CT) scan, a left superior pulmonary vein stenosis was observed. Vein was stented successfully. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Per the physician, the patient is doing well. Physician's opinion regarding the cause of the adverse event is that it was procedure-related.